Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 300 mg/dl while applying the pod. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (arm). The cannula was also bent.

Manufacturer narrative:
The device was received with the cannula fully deployed. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely pass through the fluid path. Damage was observed on the distal tip of the cannula. It is unknown how or when this damage occurred. This damage was located distal to the cannula cross drill and did not affect the ability of fluid to pass through the fluid path.